Event description:
It was reported that the implantable neurostimulator (ins) was replaced on (B)(6) and the battery felt warm to the touch across battery pack. Patient noticed this a week prior to this report. Patient¿s family or friends checked both the left and right ins and both showed ¿on/ok.¿ it was noted that the patient had been feeling weak and had no energy. Additional information requested but had not been received as of the date of this report. Reference manufacturer report number: 3004209178-2013-17428.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3389s-40, lot# v055967, implanted: (B)(6) 2007, product type: lead. Product ID: 3389s-40, lot# v055967, implanted: (B)(6) 2007, product type: lead. Product ID: 64002, lot# n329960, implanted: (B)(6) 2012, product type: adapter. Product ID: 3387-40, lot# j0225449v, implanted: (B)(6) 2002, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).